Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted so no engineering investigation could be performed. (B)(4). An issue in which a medical device has an obstructed lumen.

Event description:
It was reported that the physician was implanted a gore® viatorr® tips endoprosthesis for a transjugular intrahepatic portosystemic shunt (tips) procedure. The device was implanted on (B)(6) 2017. On (B)(6) 2017 the device was imaged and stent occlusion was observed. The device had initially been dilated to 8mm in diameter. The physician went back and re-dilated the device to 10mm. Following the procedure the stent was patent and the patient was doing well.